Event description:
An ent coordinator reported that the system would not track the instruments when they tried to verify them. While attempting to troubleshoot this issue, the system powered down with no beep warning from the ups. They verified that the system was still plugged in and the ups did not beep, but they were unable to get the system to power back up. The surgeon chose to discontinue the use of the navigation system with no harm to the patient.

Manufacturer narrative:
The patient weight was requested, but not reported. No parts or files have been received by the manufacturer for evaluation.